Manufacturer narrative:
B5 --upon further review it was found that a pairing failure occurred. No product or data was provided for investigation. The complaint was not confirmed. The reported event of a pairing failure is not reportable. No injury or medical intervention was reported.

Event description:
Upon furth review it was found that a pairing failure occurred. No product or data was provided for investigation. The complaint was not confirmed. The reported event of a pairing failure is not reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.